Event description:
Customer reports: the probe bent in the distal part and made it difficult to administer the diet.

Manufacturer narrative:
Additional information has been added to h4 and h10. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The device was manufactured on january 21, 2020. Samples were not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. The case was reviewed with the multifunctional team. All process and controls were found properly followed, including sub-assemblies, finished product assembly, and packaging and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. We will continue to monitor the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.